Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer shipped to the site for replacement was an improper part for the system. A new replacement computer was shipped to the site and the replacement was performed on (B)(6) 2017. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer was received by a manufacturer for evaluation. Testing found that the computer was cycling power. Ram modules were found to be loose and following re-seating the computer functioned as designed. This confirmed a computer failure due to loose connections.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system had a black screen after selecting a software application on the computer. No additional information was provided. There was no patient present when this issue was identified.